Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the bio ID scanner was not functioning. Although the sensor lights up, it did not recognize any fingerprints being scanned. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, december 16, 2025, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. A field service engineer (fse) plug on and plug back the biometric identifier, tied the cables, removed one of the zip ties to resolve the issue. The system functioned as intended after the field service engineer repaired the device.